Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. No significant findings in the alarm history and the insulin passed the self test. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.